Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22088a, reader sn (B)(4). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative with two unspecified covid-19 antigen tests on an unknown date. Customer reported having a previous covid-19 infection starting on (B)(6) 2022, however, customer began testing negative on (B)(6) 2022. The customer had minor symptoms present (congestion and fatigue). Cartridges were stored according to the instructions for use.